Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 41 mg/dl. Customer treated their blood glucose with juice and milk. The customer's blood glucose rose to 96 mg/dl at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.